Event description:
It was reported that during an unknown procedure, there was inconsistent staple formation after firing. Unknown how case was completed. There were no adverse consequences for the patient. Requested and received the following information on (B)(6) 2010: though staple line was formed completely, many of staples were not in complete 'b' shape.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.